Event description:
It was reported to baxter (B)(4) that one (1) half day infusor was observed leaking during set-up. The device was filled with desferrioxamine (1g/40ml water for irrigation). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" was confirmed. Upon receipt, fluid was also noted in the bag that enclosed the sample which suggested leak must have occurred. The source of the fluid was visually observed at the connection of the blue winged cap and the luer body. The winged cap was visually noted to be adequately fastened to the luer body (the cap was not over-tightened or under-tightened). No other source of leakage was found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is due to material build up in the core pins of the blue winged luer cap causing a rough surface on the internal diameter of the cap. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.